Event description:
A nurse reports that she has experienced the following symptoms: hives, wheezing, occupational asthma, rhinitis, itchy eyes, coughing, pruritis and swelling. She states that these symptoms are due to wearing latex gloves.